Event description:
It was reported that the lead integrity alert (lia) triggered, and the patient received numerous inappropriate shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer tubing overlay exhibited cosmetic environmental stress cracking. The outer insulation exhibited a cosmetic depression and a white substance was present.